Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were returned showing a 011-mc33109 extension set inside an opened unit package. There was clear fluid in the tubing, but no visual evidence of leakage. During the device history review (DHR) a nonconformance report (ncr) was noted that lines up with the reported complaint, thus the complaint can be confirmed. The probable cause of the leakage was an assembly error during manual assembly in ensenada.

Event description:
The incident involved a 23 cm (9") ext set w/2 microclave¿ clear, 4-way stopcock, rotating luer on an unknown date. The customer reported that a leak detected on the extension, on the proximal screw (stopcock screw, patient side), after the connection to the patient. The device was replaced. The status of the product at the time of event was after the connection to the patient. There was patient involvement, but no harm was reported. This is the second of two reports.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.